Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) will start evaluating the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the user did not use connecting tube maj-2358 for the jf type endoscope when the jf-260v was reprocessed several times with the olympus automated endoscope reprocessor model oer-5. The user rarely uses the oer-5, and uses the oer-3 or the oer-4. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for oer-5.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the user did not reprocess in combination with the device shown in the instruction manual.